Event description:
The pig tail had a small hole midway up the catheter shaft. The hole was noticed during injection and seen on x-ray during angiogram procedure. No harm or injury reported.

Manufacturer narrative:
Device eval: device return anticipated but not yet received for eval. No lot number has been provided. Conclusions: a follow-up report will be submitted if more info becomes available.